Event description:
It was reported that the customer had been experiencing high blood glucose and thought that the insulin pump may be faulty. It was stated that the customer had high blood glucose for three days and gave corrections with the insulin pump but it took a long time to be able to come down. Blood glucose value went over 20 mmol/l. Customer had to revert to manual injections and connected the old insulin pump. Customer tried to run a self test and stated nothing happened and it went back to main menu. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. It was stated that the customer might not have entered the correct information for the bolus corrections. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low reservoir, battery out limit or low battery alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.